Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) system was over heating. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected field: d5. Additional information: e1(event site city: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a system over heat issue. There was no patient involvement. A getinge field service engineer evaluated the unit and found that pt110 temp sensor faulty, in order to fix the issue he replaced temperature sensor probe (B)(6).performed all functional and safety checks to meet factory specifications performed and returned to the customer and cleared for clinical use.the defective components were received for further investigation. The fat tested extensively for 4 hours the part to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r ,where no issues found. Fat could not verify the reported failure.the non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.